Event description:
The user facility reported two catheters malfunctioned. Catheter from first serial number, when plugged in, zeroed on its own. The catheter from 2ns serial number would not zero. No pt injury was reported with either incident.